Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 22jul2019. The customer reported that the replacement of the backup battery corrected the reported event. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with a battery charge failure. There was no patient involvement.